Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly had kinks approximately 8.0, 11.0, 86.0, 93.5 and 133.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Offset coil winds were present on the proximal end of the embolization coil. The distal tip of the introducer sheath was damaged. Conclusions: evaluation of the returned pod pc revealed offset coil winds on the proximal end of the embolization coil and a damaged introducer sheath distal tip. If the introducer sheath is forcefully advanced into the hub of a parent device, the distal tip may become damaged. Resistance may be experienced if the embolization coil is attempted to be advanced through a damaged introducer sheath. Forceful advancement against this resistance may result in offset coil winds. During functional testing, resistance was experienced while attempting to advance the pod pc out of its introducer sheath and into the hub of a demonstration lantern due to the offset coil winds and the damaged introducer sheath distal tip. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. Penumbra coil are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pelvic arteriovenous fistula (avf) using pod packing coils (pod pc). During the procedure, the physician implanted 16 initial coils in the target vessel using a non-penumbra microcatheter. While advancing a pod pc, the physician experienced resistance approximately a few centimeters beyond the hub of the microcatheter; therefore, it was removed. The procedure was completed using a new pod pc, three other coils and, the same microcatheter. There was no report of an adverse effect to the patient.